Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle and proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar). Reportedly, cuff misses occurred with two prostyle devices and one proglide device. The sutures of two new proglides were successfully pre-placed at 2 o'clock and 1 o'clock. The sheath was upsized to greater than 8.5f sheath and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.